Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an MRI eligibility call, the patient had a transient ischemic attack (tia) on (B)(6) and they do not know if it was related to their stimulator. The patient was redirected to their healthcare provider to further address the issue.